Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted during open heart surgery to treat the valves damaged by the endocarditis. The system was replaced with leadless system. No further patient complications have been reported as a result of this event.